Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4, d9, g3, h2, h3, h4, h6. Visual examination of the returned product identified the shaft distal tip is fractured. Fractured piece(s) were not returned with the device. Wear marks are noted around the circumference just above the fracture location. Scratches are present on the proximal end and shaft from previous uses. No other damage was noted. Device has an approximate field age of 2.5 years. Dimensional analysis of the shaft diameter was found to be within specifications. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the pin for the g7 a-frame sheared off during setup. There was no patient involvement. Attempts have been made and no further information has been provided.